Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2014 the patient's [right] hip system was removed and replaced with new components. It is alleged that "once the lfit v40 head was removed, the surgeon found extensive black corrosion around the trunnion area around the femoral stem". A greater trochanteric fracture was also identified. The post procedure diagnosis was "displaced fracture, right greater trochanter secondary to tendinosis with a metal reaction. Loosening right acetabular components secondary to foreign body reaction from the trunnionosis".